Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found in the bd plastipak¿ 3-piece syringe unit package. The following information was provided by the initial reporter: "a dark hair in the package. There is no chance that the hair has gotten there after opening the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution: yes. D10: returned to manufacturer on: 02-aug-2022 h6: investigation summary one sample was provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed inside the blister pack. A device history review was performed for the reported lot 2203036, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure.

Event description:
It was reported that a hair was found in the bd plastipak¿ 3-piece syringe unit package. The following information was provided by the initial reporter: "a dark hair in the package. There is no chance that the hair has gotten there after opening the syringe."